Event description:
A healthcare professional reported that the after iol (intraocular lens) insertion, the occlusion sound rings during surgery. The procedure type was unknown. The surgery was completed without replacing the fms (fluidics management system). There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.